Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the time was off by approximately 2 hours. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a time issue. A technical support specialist dialed into the station and checked the time zone, discovering that it was 2 hours ahead of the actual time. A tss updated the correct time through the back end, and the customer confirmed that the time was accurate on the device. The system functioned as intended after the technical support specialist troubleshot the device.